Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: we would like to raise a customer complaint for 50ml luer-lok¿ syringe, (cat. No: 613-3925, lot no: 2501079). 9 units were found defective as below: unit 1: free flowing white plastic fiber on the plunger and free flowing black particle on the plunger. Unit 2: particle inside lumen. Cannot tell if embedded/free flowing. Unit 3: free flowing particle in fluid path (on plunger). Unit 4: x2 free flowing particles, black dots inside the tube. Unit 5: x1 particle inside tubing (inspection form did not state whether this was free flowing or embedded). Unit 6: x1 particle inside tubing (inspection form did not state whether this was free flowing or embedded). Unit 7: brown particle inside fluid path, cannot determine if free moving/embedded. Unit 8: x2 brown particles; cannot determine if in/out of the fluid path. Unit 9: potential free moving particle (fraying) on plunger.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: both photos and nine physical samples have been provided to our quality team for investigation. Through visual inspection, small particles are observed within several of the returned syringes and some of the packaging as well. Further evaluation identified the particles to be polypropylene particles. A device history review was performed for reported lot 2501079, no deviations or non-conformances were identified during the manufacturing process. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. Although no direct manufacturing issue was identified, the particles likely originated during product movement within the assembly equipment. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Manufacturer narrative:
Additional information: event date details received from customer and added to tab b. MFR# 3003152976-2026-00027 was submitted for the second reported event date for the remaining 8 pieces. Initial reporter occupation also added as a result to their response to the requested additional information.

Event description:
Additional information received jan 16th: I have received the following responses from the customer: could you please confirm were all (B)(4) units found on the same date? 1 defective unit was identified on 21aug2025 during the visual inspection ¿ syringe contained free flowing white plastic fiber on the plunger and free flowing black particle on the plunger. As per our material specification, if free flowing visible particle inside the syringe fluid path is observed, lot should be quarantined and 100% inspection must be performed. 100% inspection was performed on 18sep2025 and the remaining defects were identified. Could you please confirm were any of these used on patients? No, as stated previously, the defects were identified upon the visual inspection conducted as part of the material release; we wouldn¿t use the material with visible particles for manufacturing. Could you please confirm when the particle was seen? Prior to use on patient or during use on patient? The particle was identified prior to the use, upon the visual inspection performed as part of material release.